Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/15/2021. H6 component code: g07002 - device not returned. Additional information: h6,h4, d4. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Corrected information: d3.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following information was obtained: what tissue was being approximated or sutured when it broke? Tissue was not being sutured. Suture was tied to shunt. Upon shut removal from pt, suture broke leaving a segment of suture in pt., ultimately removed from pt. Were there any patient consequences or procedure complications? None reported relative to pt. What was used to complete the procedure? Not applicable. Could you please confirm the device's availability for return? If available, please provide the device return status/follow up. Not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke while attempting to remove/retract shunt during coartation. There were no adverse patient consequences reported. No additional information was provided.